Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report a possible bent cannula on the infusion set. Blood glucose reading was 400 mg/dl. The customer stated that the insulin is coming out from below the adhesive rather then at the end of the needle. Customer treated with manual injection. The customer did not verify the bent cannula on the infusion set and refused troubleshooting. Advised that the infusion set will be replaced. Nothing further reported.